Event description:
Patient was undergoing a thrombectomy procedure using penumbra system aspiration pump max 220. During the procedure, the pump would not create a vacuum and the procedure continued using manual aspiration and a stent procedure. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Conclusion: the device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Result: there was no visual damage to the exterior of the pump; however, when the pump was powered on, no vacuum pressure was observed. Conclusion: the complaint has been evaluated. The complaint indicates that the pump did not work. Evaluation of the returned product revealed that upon powering the pump, only a humming sound from the fan was observed. It appears that one or more components inside the pump's housing are nonfunctional. The root cause of this complaint cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.